Event description:
Boston scientific received information that this right ventricular (rv) lead has dislodged from its original implanted position. The dislodgement of the rv lead led to the inappropriate shocks from this device. A lead revision was performed and the lead was successfully repositioned with no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.